Manufacturer narrative:
H.6. Investigation summary: no samples were returned therefore the investigation was performed based on the photos provided. Customer provided one photo of a 1ml bd insulin syringe. Customer reported near the non-needle end of the syringe, there was a small hole or split. After reviewing the photo provided, it was observed that the syringe exhibited a damaged barrel. A review of the device history record was completed for batch# 9028863. All inspections were performed per the applicable operations qc specifications. There were two (2) notifications [200803843, 200803325] noted that did not pertain to the complaint. There was one (1) notification [200803461] noted for smeared stoppers. There was one (1) notification [200803194] noted for out of spec sustaining. As no samples were received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (barrel damaged) based on the photo received. As per investigation completed by manufacturing, "on (B)(6)2019 , holdrege received photos of 1.0ml, 8mm syringe from lot #9028863. Visual inspection of the photo found damage to the barrel near the cap collar flange. The material of the syringe barrel was pinched and forced out. Review of quality notifications and maintenance dispatches found no issues related to this complaint. Unable to determine root cause of the damage. Complaints received for this device and report condition will continue to be tracked and trended. Information will be captured and trend on reports monitored." H3 other text : see section h.10.

Event description:
It was reported that the syringe 1.0ml 8mm 90 bx 450 mo experienced a failure to contain medication, and an inability/difficult to aspirate during use. The following information was provided by the initial reporter: material no. 328289 batch no. 9028863 I have been using the bd ultra-fine insulin syringes 31g 1cc 5/16 for over a decade, usually with no issues. But I found a particular manufacturing defect in one syringe recently which was quite disturbing. I noticed that, as I drew the insulin into the syringe, the resistance did not feel right, so I examined it more closely. Near the non-needle end of the syringe, there was a small hole or split. This syringe was from a fresh bag and had not been physically damaged. This hole compromised the sterility of the fluid path.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Date of event: unknown. The date received by manufacturer has been used for this field.

Event description:
It was reported that the syringe 1.0ml 8mm 90 bx 450 mo experienced a failure to contain medication, and an inability/difficult to aspirate during use. The following information was provided by the initial reporter: material no. 328289 batch no. 9028863. I have been using the bd ultra-fine insulin syringes 31g 1cc 5/16 for over a decade, usually with no issues. But I found a particular manufacturing defect in one syringe recently which was quite disturbing. I noticed that, as I drew the insulin into the syringe, the resistance did not feel right, so I examined it more closely. Near the non-needle end of the syringe, there was a small hole or split. This syringe was from a fresh bag and had not been physically damaged. This hole compromised the sterility of the fluid path.